Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving heparin (unknown concentration at 999.7units/day) via an implanted infusion pump. It was reported that the hcp called the representative and reported a volume discrepancy. The hcp expected 6ml in the pump reservoir but aspirated 20ml. No alarms were noted. The representative was to follow-up with the hcp. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the hcp would conduct a dye study (date not provided). The cause of the volume discrepancy was unknown and it was unknown if the volume discrepancy had been resolved. The patient¿s weight at the time of the event was also unknown. No further complications were reported.